Event description:
Temp sensing 16fr foley catheter placed. Shortly after insertion, rn noted a small drop of urine leaking from the catheter where the catheter splits into 3 sections for balloon insertion, urine, and temp probe. Rn cleaned up drop of urine and noted another drop slowly forming. Upon continued reassessment slow drop of urine continues to leak out. Leak taped, plan for rn to replace foley catheter.